Event description:
It was reported that on 12 january 2024, a 25mm navitor valve was chosen for implant, using a small flexnav delivery system. During recapture of the valve, it was noted that there was a gap between the valve capsule and the nose cone. It was decided to remove both devices. A replacement 25mm navitor valve was successfully implanted, using a replacement small flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a retraction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The complaint history was reviewed, and there did not appear to be an indication of a lot-specific product issue. Information from the field indicated that during recapture of the valve, a gap between the valve capsule and the nose cone was noted. It was noted that there was no issue with retraction or valve loading during device preparation, the micro adjustment wheel was not used to close the gap, and there was only one re-sheath performed. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.